Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) s/n (B)(6). Revealed recharge antenna failure ("no device found" message) and rms voltage at the h field probe this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the recharger (rtm) was being cranky with them the last week. Pt stated that yesterday they were recharging the implant (ins) when system problem rm03 appeared two or three times before they were finally able to get the ins recharged after resetting the controller. Pt stated that the rtm relay box would click like normal but then also make another sound that wasn't normal. Pt stated that it was harder to get the rtm in place over the ins where the rtm would make connection with the ins. Pt stated that the ins battery stuck out so it was not hard to find the ins. Pt confirmed that there was no apparent damage to the rtm. Pt stated that they had to take the rtm out of the belt and place the rtm right up over their bare skin in order to make the connection with the ins whereas in the past they were able to place the rtm in the belt against their bare skin to make the connection, so they would now recharge the ins sitting down with something flat against the rtm. Pt stated that they didn't keep the rtm in a very hot location. Pt stated that the error message would appear at the beginning of recharging the ins and not after the ins had been charging for awhile to where the equipment would heat up. Pt stated that over the past week, the ins would start charging and then the ins would stop recharging. Pt stated that the equipment was progressively doing things over the past week. Patient services specialist (pss) had the pt attempt to recharge the ins during the call; pt stated that the rtm relay box was clicking but not making the additional noise this time; pt stated that the ins was recharging excellent, however system problem rm03 appeared again. Pt noted that they had moved forward a little bit which would normally just tell them to reposition the rtm and try again, however the error message appeared again instead. Pt mentioned that they have a MRI coming up in a week, so they were nervous and worried about the ins not recharging from the equipment; pt did not allege that the MRI was in any way related to the mdt device/therapy.